Manufacturer narrative:
Investigation revealed that manufacturing procedures did not identify the marker band location at the distal end of the vari-lase flex catheter, thereby allowing manufacturing operators to attach the hub to the wrong end, covering up the marker band. Manufacturing and quality procedures will be updated to correctly identify the proximal versus distal ends of the catheter.

Event description:
Account reported that during a procedure, the radiopaque marker band of the vari-lase flex catheter could not be visualized under fluoroscopy. Physician removed the catheter, and pulled another to complete the procedure. No patient impact was reported by the account.